Manufacturer narrative:
Stryker further evaluated the customer's device. In additionally to isolating the reported issue to power pcb assembly, stryker also observed cracks on the front and rear case of the customer's device. The customer declined any repairs on the device and requested the device be scrapped by stryker as the customer purchased a new device.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio isolated issue to the power pcb assembly. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.